Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a revision for elevated cocr levels. All components were well fixed and some trunnion wear noted. The soft tissue was in good condition. The trunnion was in good condition. A new adaptor sleeve was implanted and a new ceramic head was implanted. The patient was stable through a full range of motion. The operation was completed successfully.